Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this use. It was reported that the patient was admitted on (B)(6) 2021 due to a headache. During admission, their fever rose to 37.8 degrees celsius. The patient complained of chills and general weakness and was started on empirical piperacillin/tazobactam. Blood, urine and sputum cultures were taken with no growth. A computer tomography (CT) was performed on (B)(6) 2021 revealed a loculated left pleural effusion with bulging consolidation in left lung lobe with possible pneumonia. A subtle osteolytic lesion in upper portion of sternotomy site was noted, but inflammatory markers improved with piperacillin/tazobactam administration. On (B)(6) 2021 a positron emission tomography (pet) scan was performed and revealed abnormal increased fludeoxyglucose (fdg) uptake in the soft tissues surrounding the left ventricular assist device (lvad) ruling out active inflammatory/infectious condition. The patient was discharged on (B)(6) 2021 and diagnosed with peripheral neuralgia of scalp. The patient was prescribed acetaminophen. Additionally, the patient was negative for covid-19. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) . No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ provides care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to a headache. The headache was diagnosed as peripheral neuralgia of the scalp and the patient was prescribed acetaminophen. The patient's fever rose to 37.8c and the patient complained of chills and general weakness, and their c-reactive protein (crp) level was elevated. Symptoms suggesting infection were not clear, but empirical piperacillin and tazobactam (pip/tazo) was started. Blood, urine, and sputum cultures showed no growth. On (B)(6) 2021, a CT showed loculated left pleural effusion with bulging consolidation in the left lower lobe of the lung, with possible pnuemonia. A subtle osteolytic lesion in the upper portion of the sternotomy site was noted, and deep sternal wound infection such as sternal osteomyelitis was ruled out. Clinical symptoms and inflammatory markers improved with the pip/tazo administration. The patient was worked up for hidden infection. On (B)(6) 2021, a pet scan showed abnormal increased fludeoxyglucose (fdg) uptake in the soft tissues surrounding the lvad. There was focal increased uptake in the tube of the lvad resulting from active inflammatory/infectious condition. There was an increased uptake in the sternum, probable post-operative change. There was no edema, redness, or pain of the sternal wound. The vad insertion sit was intact. Augmex duo (amoxicillin, clavulonic acid) and ciprofloxacin were started. On (B)(6) 2021, a repeat fever occurred without any other cause. It was decided that oral antibiotics would be continued before heart transplant.